Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic knife left metallic particles in wound. The procedure was completed with no patient harm.

Manufacturer narrative:
One intrepid knife in a blister package (bp) tray was received for the report. The returned sample was visually inspected and was found to be nonconforming, the knife had a damaged cutting edge. The blister tray was visually inspected for metal particulate; no metal particles were found on the blister. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos provided are of an eye with four white spots, the reported complaint of foreign material is confirmed, however the origin and composition of the white spots could not be confirmed. Although the returned sample was found visually non-conforming for a damaged cutting edge, the provided photos confirm foreign material; however because the source and composition of the foreign material could not be determined from the photos and the sample received was damaged with no metal particles observed; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).